Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u repot will be submitted once the failure investigation has been completed.

Event description:
Customer reported backflow occurred from secondary line to primary fluid bag while infusing doxorubicin (60 mg over 15 minutes) in the outpatient pediatric cancer center. No patient harm or medical intervention occurred. No further patient/event info was reported.